Manufacturer narrative:
The t:slim user guide states: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 600 (mg/dl). Contact changed the customers supplies multiple times to treat bg levels; however, the customer's bg levels only decreased after administering insulin injections. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer continued to experience elevated blood glucose (bg) levels on (B)(6) 2016 of up to 490 (mg/dl). Customer administered a correction bolus. During troubleshooting with tandem technical support, it was discovered that the customer does not remove air from the cartridge during the loading sequence. Troubleshooting did not reveal any anomaly in pump performance. Customer was reminded to remove air during the loading sequence, and recommendation was made to consult with a health care provider to discuss diabetes management. Contact indicated that the customer will revert to insulin injections for diabetes management.